Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited farfield oversensing of ventricular events one day post implant. Additionally, the patient was reported to have a pneumothorax from the implant procedure. A chest x-ray was performed and noted no lead anomalies. Programming changes were made and this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information, however, no additional information was able to be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.